Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting their weight. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated that they called back to follow-up with the letter. The patient stated that the only steps that they have taken is that they are working with their healthcare provider (hcp) to get the ins removed. The patient mentioned that they were in the hospital for "something else". No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. The patient went in for an MRI yesterday (B)(6) 2017 and 10 minutes into the MRI it got so hot around the device inside of them that the patient had to get out and the MRI was cancelled. It was reported that they could feel where the device was it was so hot and felt like it was up to 30 degrees. The patient reported that their implant site was still warm but it was back to where it was now warm but comfortable. It was stated that the MRI technician had called the manufacturer for MRI guidelines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-sep-01. Patient medical history was noted to be diagnosed with scoliosis in childhood, a diagnosis with multiple sclerosis (ms) in 2006, femoral bypass surgery in (B)(6) 2016 (specific date asked but unknown, physician name asked but unknown), between (B)(6) 2016 and (B)(6) 2017 patient had surgery to repair a tendon in her pinky finger (specific date asked but unknown, physician name asked but unknown), and 6 hospitalizations since (B)(6) 2017 for potential cellulitis in the patient¿s leg. It was reported from the consumer via a manufacturer representative that when the patient had the stimulation system implanted they had to stop the MRI because they felt a burning sensation. The precise date of the MRI was asked but unknown. It was asked but unknown which of the patient¿s stimulation systems was implanted during this event. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient reporting that their MRI was going to be postponed until their stimulator could be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.